Event description:
On (B)(6) 2026, a sales representative reported via email that an ar-8725-46h micro compression ft screw (2.5 mm × 46 mm) and an ar-8737-37 driver shaft experienced an issue during a surgical procedure performed on (B)(6) 2026. During insertion of the headless compression screw, resistance was encountered, and the driver was torqued onto the screw. The driver tip subsequently fractured and became lodged within the screw, and the screw head was noted to be stripped. A hardware removal set was used to ream over the screw to facilitate removal with a needle driver. The surgeon ultimately extended the incision and transitioned to fixation with a plate and screws. The procedure duration was increased. No patient injury was reported. Additional information was received on 01-may-2026: the previously reported screw part number was incorrect. The correct screw part number is ar-8725-44h micro compression ft (2.5 mm x 44 mm). During a metacarpal fracture procedure, resistance was first encountered at the fracture line during screw insertion. The screw was inserted manually (no power used). A k-wire drill guide was utilized, and subsequent instrumentation was advanced over the k-wire. A driver instrument failure occurred during insertion, in which the driver shaft tip fractured and separated, leaving it within the screw head. The fragment was contained within the screw and did not remain in the patient, as it was successfully retrieved intraoperatively. The screw was also removed, and all fragments of both the screw and driver were accounted for. Bone preparation was performed using both 2.0 mm and 2.2 mm drills. The patient had a narrow canal with good bone quality. Due to the intraoperative issue, the surgical plan was modified, and the fracture was managed with open reduction and plating. The length of surgical delay and whether additional anesthesia was administered are unknown. No adverse effects have been reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.